Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up externalzied conductors were observed via fluoroscopy. Electrical function of the lead was observed and tested and no anomalies were detected. Lead will be monitored. Patient is asymptomatic.